Event description:
It was reported that the active blade broke off, while the staff was cleaning it outside of the patient. The blade was recovered. The instrument was replaced and the case was completed without any patient consequence.